Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely there was no problem with the device and that lamp covers were not closed properly. This issue is addressed in the instructions for use (IFU): "irregularity description: the power fails to turn on. Possible cause: (1) the power switch is not turned on. (2) the power cord is not connected. (3) the lamp cover is not closed firmly or removed. (4) the power switch of the mobile workstation is off. Solution: (1) turn the power switch on. (2) connect it to a wall mains outlet as described in section 3.8, ¿connection to the ac mains power supply¿. (3) close the lamp cover firmly described in section 6.3, ¿insertion of the lamp¿. (4) turn the power switch of the mobile workstation on."

Manufacturer narrative:
Through communication with the reporter, performed by olympus technical support, it was determined the main lamp was replaced and then the unit turned on. After a short period of time, the unit shut off. Technical support directed the reporter to check the lamp door to ensure it was tight. Per the reporter, it was not tight. Upon tightening the lamp door, the power returned and the problem was resolved. Based on the available information, the likely cause of the event is attributable to unintended use error. As stated in the instructions for use, as a preventive measure, "turn the knobs of the lamp cover and close the lamp cover securely.... For safety, the light source is designed so that it cannot be turned on if the lamp cover is not attached securely."

Event description:
A user facility reported to olympus that the light source lost power after replacing the main lamp. There was no patient injury or harm, associated with the problem, reported to olympus.